Manufacturer narrative:
The device was not returned for evaluation, and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification, and that it did not perform in accordance with its specifications, and the IFU. A causal role for mynx in this complex peripheral artery case was not apparent given that the device functioned as expected having achieved hemostasis without immediate complications. The etiology for the intimal flap was not clear given that vessel wall disruption may have occurred with any combination of the initial stick, placement, removal or manipulation of the procedural catheter, and/or placement of the mynx catheter and/or balloon for extravascular sealant placement.

Event description:
A male with hypertension, diabetes, bmi of 28.5, left carotid endarterectomy, cad, s/p 2 coronary bypass surgeries, pvd s/p bilateral fem-pop bypass, stent and non-healing foot wounds underwent orbital atherectomy with pta (peripheral intervention) of the left mid and distal anterior tibialis artery in 2007. During pre-procedure exam, the physician noted bilateral femoral bruits and concern over the review of a previous angiogram, which showed severe disease and the profunda was not well visualized. Among the 13 pre-procedure meds were asa and plavix. Peri-procedural meds included heparin and integrilin. The arteriotomy stick was at the right femoral head with a 6f sheath used for contralateral access. The procedure involved 1 sheath exchange (7f), and the intervention took approximately 2 hrs and 32 minutes without report of procedural complications besides sbp 210 mm hg. The mynx device was prepped and procedure was reportedly performed per IFU and without complication by a trained physician achieving hemostasis. At 24 hours post procedure, the patient was ambulating without difficulty. Right groin site was reported to be flat and dry on multiple occasions, and the patient was discharged per standard hospital procedure. At 7 days post intervention, the patient returned with complaints of right leg pain. Right abi was 0.2, left abi was 0.9. Doppler ultrasound showed high velocity signals consistent with stenosis, resumed to be due to obstruction from an intimal flap at the right cfa. Patient underwent surgical exploration (eight days later) down to the level of the gore tex graft revealing scar tissue at the access site from previous cath, which was cleared. Incision at the site revealed thrombus and a plaque elevation and disruption on the lateral wall. Small endarterectomy was performed and the plaque was "tacked" down with placement of a bovine pericardial patch sewn over the artery. Calcification was noted on the interior cfa. The patient tolerated the procedure well, and postoperative doppler documented improved flow. On two days later, patient was reportedly doing well and ready for discharge.